Event description:
The recipient reportedly experienced skin flap breakdown. The recipient's device was explanted. The recipient is reportedly doing well post-explantation surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers, a damaged electrode ground ring, and slices along the lead. In addition, the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires along the lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. However, this device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Corrective actions were implemented. This is the final report.